Manufacturer narrative:
A review of the angiographic procedural media was performed as part of this complaint investigation. The available media shows a number of series from a transcatheter aortic valve implantation. The valve is repositioned a number of times and is then released. The top of the valve is in line with the left coronary ostium. The final contrast assessment in series 14 indicates that there is some aortic insufficiency.

Event description:
(B)(4) study it was reported that a vessel occlusion, myocardial infarction (mi), and complete heart block occurred. Implant procedure: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 325mg of aspirin. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. During the index procedure, the patient was noted to have coronary obstruction and occlusion of the proximal left anterior descending coronary artery (lad), which was likely secondary to embolization of native valve material. Aspiration thrombectomy of the proximal lad and proximal left circumflex artery (lcx) was performed to treat the event and obtuse marginal 1 vessel was stented with 3.0 x 20 mm non-bsc drug eluting stent (des). Post procedure summary: on the same day, troponin levels were elevated consistent with the protocol definition of mi, and the patient was diagnosed with peri-procedural mi. On the same day, this event was considered to be resolved. On the same day, the patient was also noted to be in complete heart block. The event was treated with placement of temporary pacemaker and a permanent pacemaker was recommended. Medications including aspirin and plavix were continued. One day post index procedure, the event was treated with the placement of a new dual chamber permanent pacemaker. At the time of reporting, this event was considered to be not resolved. Two days post-index procedure, the patient was discharged on aspirin, clopidogrel and other anticoagulant.

Event description:
(B)(6) study. It was reported that a vessel occlusion, myocardial infarction (mi), and complete heart block occurred. Implant procedure: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 325 mg of aspirin. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. During the index procedure, the patient was noted to have coronary obstruction and occlusion of the proximal left anterior descending coronary artery (lad), which was likely secondary to embolization of native valve material. Aspiration thrombectomy of the proximal lad and proximal left circumflex artery (lcx) was performed to treat the event and obtuse marginal 1 vessel was stented with 3.0 x 20 mm non-bsc drug eluting stent (des). Post procedure summary: on the same day, troponin levels were elevated consistent with the protocol definition of mi, and the patient was diagnosed with peri-procedural mi. On the same day, this event was considered to be resolved. On the same day, the patient was also noted to be in complete heart block. The event was treated with placement of temporary pacemaker and a permanent pacemaker was recommended. Medications including aspirin and plavix were continued. One day post index procedure, the event was treated with the placement of a new dual chamber permanent pacemaker. At the time of reporting, this event was considered to be not resolved. Two days post-index procedure, the patient was discharged on aspirin, clopidogrel and other anticoagulant.